Event description:
The device was used during an unspecified procedure. Reportedly, the instrument jammed and there was tissue hang up. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.